Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknownh. 3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd¿ pen needle label was illegible. Report 2 of 2. The following was received by the initial reporter: consumer reported needle clog during injection, stated that there is no insulin flow. Packaging and samples were discarded, consumer was not able to read lot # from the tear drop label. She stated that she is using nano pen needles.

Manufacturer narrative:
The following fields have been updated due to additional information: h.6. Investigation summary: after further evaluation of the complaint, it has been determined that the previously submitted report 9222880 was sent in error. Customer advised that no issue was experienced and no completed. MFR#: 2243072-2023-02029 is void as a result.

Event description:
It was reported that the unspecified bd¿ pen needle label was illegible. Report 2 of 2. The following was received by the initial reporter: consumer reported needle clog during injection, stated that there is no insulin flow. Packaging and samples were discarded, consumer was not able to read lot # from the tear drop label. She stated that she is using nano pen needles.